Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204/damaged monitor case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The wires inside the monitor's belt receptacle were broken, causing the code 204. The root cause for the broken wires was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor had a damaged case and was displaying a code 204 (monitor unusable).